Manufacturer narrative:
A medtronic representative advised the user to fully charge the o-arm batteries and make sure the system was not in e-stop mode. Issue resolved over the phone.

Event description:
A site representative reported that during a spinal fusion surgery, when taking an o-arm 3d scan of the patient, the scan was cancelled and the pendant showed "low battery voltage"; 2d imaging was still available. Use of the o-arm and navigation was discontinued. Delay of less than an hour. Surgery completed without. No patient harm reported.